Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 200 mg/dl. The customer just received the insulin pump and was putting the batteries. She reported current blank display. The customer was advised to remove the battery; however, insert battery alarm did not display on the pump screen. The customer reported that the contacts on the battery cap were neither missing nor damaged. Also, the battery compartment and spring were neither damaged nor corroded. She was further advised to clean battery cap contacts with a dry cotton swab and to press and hold the back button for 30 seconds and insert a new battery. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Device was monitored and tested with no blank display noted. (B)(4).